Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A patient underwent a percutaneous drainage procedure. The patient returned to the hospital to have the drain exchanged and the hub had separated from the drain. The patient required an additional procedure to remove and exchange the drainage catheter due to hub separation.